Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the delivery system. The non-tortuous left anterior descending artery was pre-dilated with a 2.5 x 20 mm balloon. A taxus express2 3.0 x 24 mm drug eluting stent was attempted to be placed in the target lesion but after the stent would not cross the proximal part of lesion, the stent was pulled back into the guide catheter. At that time the stent slipped off the balloon and remained in left main artery. The pt experienced chest pain and the stent was removed with 2.0 x 15 mm cross sail balloon inflated at 4 atm. It was pulled into the guide catheter and the whole system was removed as a unit through the right femoral sheath. The procedure was completed using a vision 2.0 x 15 and a vision 3.0 x 8 stent. There were no other complications and the pt status is reported as good.